Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
End user reported that the barrier becomes 'gummy' and leaves a jagged edge, which then irritated her stoma. She stated that her stoma has a dark red line all the way around it and that it bleeds a small amount. She further reported that the bleeding stops with pressure from a single layer of tissue and that the blood does not saturate through.